Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were gel bubbles in the separator of 731 tubes and foreign matter inside of 131 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: 4045278. D4. Medical device expiration date: 28-feb-2025. H4. Device manufacture date: 14-feb-2024. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples of lot 4045278 and 90 retention samples of lot 4073050 from bd inventory were evaluated by visual examination and the issue relating to air bubbles was observed. Foreign matter in the tube was not observed in the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles, but is not confirmed for foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.